Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high dfts were noted. When repositioning was unsuccessful the lead was explanted and replaced. The patient was discharged in stable condition.